Event description:
It was reported that the device went into backup vvi while trying to upgrade pacemaker firmware. The wand never moved off the device during upgrade. The patient could feel unipolar pacing while in the bvvi settings. The upgrade was successfully completed.